Event description:
Nursing notified by pt therapist that patient's bed is not working, mattress was not inflating. Nurse checked the bed and it was not working properly. Rental company notified, representative came in, checked the bed and he stated that there was an issue with the mattress and he exchanged the bed. Patient's wife aware because she was present in the room.